Manufacturer narrative:
Product analysis: no product returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Based on the report from the physician, there was no indication the valve was the root cause of the death. It was presumed a rupture of the annulus had occurred. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via the left subclavian. It was noted that there was aortic insufficiency due to the valve being positioned too high. The valve was retrieved and repositioned at a lower implant depth. At 80% deployment, the implant depth was evaluated, following which, the blood pressure did not return. Cardiopulmonary resuscitation (CPR) was initiated and the valve and delivery catheter system (dcs) were removed from the patient. A coronary angiography revealed the right and left coronary arteries were open but in spasm. The patient subsequently died. After the procedure the physician stated there was no indication the valve was the root cause of the death. A post mortem computed tomography (CT) presumed a rupture of the annulus.

Manufacturer narrative:
Additional information was obtained from the field that the annulus was pre-dilated. In the physician's opinion, the annular rupture was likely related to the balloon aortic valvuloplasty (bav).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No devices were returned for this event for analysis. The angiographic cines were submitted for review. This record showed that this procedure was a left subclavian access using a balloon expandable sheath. The balloon was initially inflated and revealed a kink in the sheath. A second (more aggressive) inflation of the sheath occurred, which resolved the kink. The sheath was positioned in the proper location per best practice. A balloon aortic valvuloplasty was completed with full inflation and deflation of the balloon in the proper location based on best practice guidelines. This confirmed the report that a pre-dilatation of the annulus was performed. The images showed the first attempted implant. The review noted that there were several issues that were not consistent with best practices, including that the pigtail (or multipurpose catheter) was not seated in the non coronary cusp (ncc), and that the valve position was too high at 0mm to -1mm. Given this information, the potential cause of the positioning difficulties was due to the fact that the pigtail was not seated in the base of the non-coronary cusp. Without proper position of the pigtail, it can give the operator a false sense of valve depth based on the pigtail location. The cines also showed that the valve was recaptured until the frame no longer made annular contact, and was redeployed to 2/3rds at 6mm into the annulus, which was within the recommended 4-6mm per the instructions for use (IFU). Coronary perfusion was noted at this point, but a 12 lead electrocardiogram (ECG) was not provided for an assessment of the coronary arteries. The device was fully recaptured and removed from the arch; the reason for recapture could not be seen in the images. After the recapture, the review noted that the left main coronary artery showed multiple legions with 90% blockage, and a right coronary artery angiogram with little to no ventricular wall motion. The last image provided showed the right coronary artery shut down with again little to no wall motion to pump the heart. In summary, the review of the cines films provided showed no evidence of what caused the coronary spasms to occur other than the blockage noted. Based on the films provided, there was no evidence as to why an annular rupture could have occurred or any indication that the valve or the delivery catheter caused any trauma. It was reported that the physician believed the annular rupture that lead to patient death was likely related to the balloon aortic valvuloplasty (bav) performed prior to the attempted deployment of the valve. A balloon aortic valvuloplasty (bav) is a known source of annular rupture. Vessel injury and patient death are also known adverse events per the instructions for use (IFU). From the available information, there was no indication that these events were related to the devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.